Event description:
While performing surgery using a davinci surgical robot, arm#2 needle instrument holder came in contact with arm#3, a small grasper instrument. Debris resulted from this contact. The surgeon performed antibiotic irrigation to remove the debries.